Manufacturer narrative:
Continuation of medical devices: product ID 3387s-40, lot# v787091, implanted: (B)(6) 2012, product type lead. Product ID 3387s-40, lot# v810118, implanted: (B)(6) 2012, product type lead. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type extension. Information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: v787091, ubd: 25-may-2014, UDI#(B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 13-jun-2014, UDI#(B)(4); product ID: 37085-60, serial/lot #: (B)(4), ubd: 20-aug-2015, UDI#(B)(4) ; product ID: 37085-60, serial/lot #: (B)(4), ubd: 24-aug-2015, UDI#(B)(4). Analysis of the both extensions (serial #(B)(4)) revealed no anomaly with the devices. No information for date of event. Refer to manufacturer report #3004209178-2017-16357 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders and essential tremor. It was reported that patient had a loss of therapy on the left side. Caller is reporting the following about impedances: all contact open on left lead all >40,000 ohms. Impedance was seen prior to ins replacement in (B)(6) 2018. Impedances did not resolve following ins replacement. Following replacement, the healthcare provider did a scan of the patient and believes they see a bend in one of the extensions and the healthcare provider replaced both extensions. No further complications were reported or anticipated with this event. On (B)(6) 2018 additional information was received from the manufacturing representative indicating that the initial ins replacement in (B)(6) 2018 was due to normal battery depletion. It is unknown when they started experiencing loss of therapy. It is also unknown what troubleshooting measures were taken prior to the day of revision but it was determined by the surgeon that the issue must be related to the lead extension on day of revision. Replacement of lead extension on both sides and all opens were cleared intraoperatively (results normal impedances). It was determined by the surgeon that the cause of the high impedances were due to a bent extension.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.